Event description:
It was reported that during device interrogation, the left ventricular lead exhibited high impedance due to fracture. The lead was capped and replaced on (B)(6) 2017. Patient was stable before, during, and after the procedure.